Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2020, due to vaginal pain, groin pain, and dyspareunia. It was reported that the patient experienced undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 4/5/2022. Additional b5 narrative: it was reported that the patient underwent removal surgery on (B)(6) 2020.